Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that the patient faced an occlusion alarm. Moreover, the insulin did not exit during troubleshooting. No further information was available.